Manufacturer narrative:
The front bezel was returned to the philips product investigation lab (pil), and a failure investigation was performed. The nav-ring fault was confirmed. The pil technician verified that the nav ring issue is due to the portion of the navigation ring that is fitted into the bezel itself. It was noted that the accept button on the front bezel operated as expected. The technician also verified that the switch panel power assembly power on button and all leds associated with the switch panel power assembly of the front bezel operate as expected.

Manufacturer narrative:
During evaluation, the service engineer was not able to duplicate the issue. The se then confirmed that the navigation ring was unresponsive. The front bezel was replaced to resolve the issue.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had onscreen setting changes without user operation. There was no patient involvement when the issue occurred. No patient or user harm was reported. A philips service engineer (se) checked the device, but was unable to duplicate the reported issue. It was then confirmed that the navigation ring was unresponsive. The se determined that the reported issue was caused by a failure in the navigation ring. The se noted that the front bezel needs to be replaced.

Manufacturer narrative:
Reporting institution phone number (B)(6). Reporter phone number (B)(6).